Event description:
Correction: it was previously reported that post dilation was performed during the index procedure; however it was not performed.

Event description:
(B) (4). Same case as 2134265-2010-02452. It was reported that following a carotid artery stenting procedure the patient experienced a stroke. The target lesion was located in the left ostium internal carotid artery with 70% stenosis and was 20 mm long with a 6.0 mm reference vessel diameter. The target lesion was treated with placement of a filterwire ez device and a carotid wallstent. Following post-dilatation, residual stenosis was 30%. The patient was discharged the next day. Three days after the index procedure, the patient presented to the hospital confused and not feeling well. Prior to arriving to the hospital, the patient was having difficulty expressing himself. The morning of admission he woke up and was unable to perform his usual routine of activities. He kept returning to bed and was confused as to what he was supposed to do. A CT of the head without contrast indicated a parenchymal hemorrhage measuring 3.6 x 3.0 cm identified in the posterior left temporal lobe likely relating to a hemorrhagic infarction. Mild surrounding edema is appreciated. Mild left cerebral edema is also appreciated with effacement of the sulci. There is no evidence of midline shift, herniation, or ventricular obstruction. There is no evidence of underlying mass lesion. A cta of the head and neck indicated no significant changed for the CT of the head. However, a stent is detected within the left common carotid artery extending into the lica. At the level of the bifurcation, the stent appears to be stenosed approximately 60%. A calcific plaque is identified at this level and my be demonstrating extrinsic compression upon the stent. There is evidence of granulomatous disease. 4 days post procedure a MRI of the brain with and without contrast indicated left posterior temporal lobe hemorrhage most likely the basis of hemorrhagic transformation of ischemia. An underlying bleeding lesion could have similar appearance. An MRI in 4-6 weeks to exclude underlying mass lesion was recommended. The patient was discharged 4 days after the event. The event is unresolved, however speech therapy was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient continued dual antiplatelet therapy (aspirin and plavix) following the event. Crestor and naispan were also prescribed to ensure patency of the stent. Physical therapy was also provided.